Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 16130530, model/catalog description: artisan lead 50 cm. A review of the manufacturing documentation for the lead and ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing inadequate paint relief. The patient underwent an explant procedure. No further infornation could be obtained.